Event description:
Related manufacturer reference number: 2017865-2023-10001. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited high capture threshold, elevated pacing impedance and decreased sensing. X-ray imaging showed that the lead was dislodged. The patient presented to a scheduled procedure. Prior to the procedure, additional x-ray imaging showed that the patient's pacemaker had moved clockwise inside the pocket since implant. Twiddler's syndrome was suspected. During the procedure, discoloring of the lead was noted by the physician. The lead was explanted and replaced. The device remained implanted. The patient condition was stable.